Manufacturer narrative:
The pump passed the self test. While performing the rewind test, pump error 38 was noted. Pump failed the rewind test. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to failed rewind test. P-cap locks properly into the reservoir compartment. Successfully downloaded history files and traces using thump. No pump error 38 alarm noted in the pump history on or near the event date. Pump was cut open to perform visual inspection and found moisture damage on the home switch. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, broken belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, corroded motor home switch, and corroded battery tube. Pump error 38 was confirmed during testing. Confirmed device test failed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a device test failed, pump error 38(no motor movement or negligible movement. Retries to free a stuck motor failed). The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported receiving a pump error. The customer was able to clear the error and complete the rewind process but the pump did not pass the displacement test. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device was returned.